Manufacturer narrative:
Correction: the correct unique identifier (UDI)#: is (b)(4; not (B)(4) as previously reported. This report is submitted on august 18, 2023.

Manufacturer narrative:
This report is submitted on june 29, 2023.

Event description:
Per the clinic, the patient experienced headaches and pain with device use. The device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.